Event description:
Reported issue: while intubating patient the cuff would not stay inflated. It did not cause any issues. They removed the tube and placed a size 7.5 tube with no issues.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.